Manufacturer narrative:
(B)(4). Date sent: 5/28/2024. D4: batch # 744c17. Investigation summary: the product was returned to rd material lab for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload loaded on the device. The returned reload was partially fired 1/3. There appears to be damage to the cartridge deck, knife slot, and drivers in the area where the sleds stopped advancing. This is consistent with something hard being between the cartridge deck and the anvil. Energy dispersive x-ray spectrometer (sem/eds) which identifies elements in a sample was used to determine the material composition of the hard object that was present in the end effector during firing. The results were indistinguishable from the base cartridge material which indicates that the hard object was made of plastic. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The damage to the reload is consistent with the device being clamped over a hard object. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 744c17, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. Device evaluation anticipated, but not yet begun. Additional information was requested and the following was obtained: during a lap gastric sleeve, on the second firing with a green reload, the stapler cut but did not staple on one side. Gore seamguard was used. In one case the patient needed to be resuscitated and was admitted to the ICU. Does the surgeon use slr? No, they use gore seamguard.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: during a robotic radical nephrectomy, the renal artery was damaged when the stapler got stuck and would not open after firing. Upon prying open the stapler, the artery was sheared. At least 2 additional surgeons were brought in to assist. Patient coded and was resuscitated and placed in ICU. Complaint called in on the day of incident (B)(6) 2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic nephrectomy after firing on artery they could not open the stapler. Once opened, it sheared the artery. They had to call in vascular surgeon to repair artery. Patient was coated, compressed, and sewed. Patient is doing well but is currently in ICU.